Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose level was elevated (330 mg/dl). Reportedly, the customer missed a correction bolus earlier in the day and heat/humidity causes customer's bg levels to elevated. Customer indicated that manual injection would be used to treat elevated levels.